Event description:
The customer reported that the system would display a communication fail error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the video controller, the display adapter, the system interface, the image processor printed circuit boards as well as the lemo connector, and removed the auxiliary filter at the closed circuit digital camera. The system was tested and found to be working as intended and put back in service.